Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. The probable cause of the early sensor expiration was determine to be potential patient misuse. No injury or medical intervention was reported.